Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: stent fracture has caused or contributed to patient injury previously. Device issue: stent fracture. It was reported that the initial procedure was performed on (B)(6) 2009. The 3.0 x 8 mm xience v stent was successfully implanted in the ostial rca. On (B)(6) 2009, the patient returned to the cath lab. An angiogram was performed and the stent appeared to be fractured. Two cines of the procedure will be returning.